Event description:
Kimberly-clark received a report stating the enteral feeding tube cracked below the gastric balloon in the patient's stomach. The patient experienced aspiration and the enteral feeding solution was flowing out of the endotracheal tube and the gastric tube. The patient suffered short-term, vigorous coughing, but no medical intervention was required. The patient was discharged home without further incident. Follow-up with the patient noted there were no further issues.

Manufacturer narrative:
Evaluation of the returned complaint product is in-progress. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).